Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump. It was reported the pump has never helped with the pain and the patient¿s second pump was removed because it continued to get fluid where it was implanted. It was noted they removed about 700 mls and then instead of removing fluid they could only remove solid blood. The patient did not know the date, month, or year this happened. Per device registration the patient was showing only two pumps implanted and the patient reported having had four implants.